Event description:
I received essure in 2005. My doctor convinced me it was the best choice at the time. Over the years I've had many complaints, they were always dismissed as hormones and me being pre-menopausal. I've had missed periods for long periods of time, to constant bleeding for a couple of months. I have had cramping so bad, that I couldn't work. I lose my hair at least 4 times a year. I go to the doctor 3 times a year for vaginal issues. I've had fibroids that are there one minute, and fine the next. Then there is the funny feeling of trembling or vibrating feeling, that makes the doctor give me funny looks. To make matters worse, I can't lose weight no matter what I do. The doctor has put me on a few different diets, but nothing works. I've been considering having the implants removed, but always get different answers. Some say it's permanent, then some say yes it can be removed. I can not continue to go through this. It is really taking a toll on me.